Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated the new implants' external equipment is so complicated. They need to turn on and 'raise frequency' to make it level and equal on both sides of their legs. When asked event date - pt did not give clear answer but said they were able to 'turn off and turn back on' yesterday. Pt noted that they have memory loss. Agent had pt tap mystim app and press connect - pt saw not found communicator. Pt went into about and the serial number was not listed. When pt entered the code manually - pt still saw not found. Agent had pt reset the communicator. Pt scanned the code and successfully entered into therapy app and saw therapy was on. Agent reviewed how to close all apps. Pt noted program 1(left leg) was 3.7 and 2 was 1.9. Pt wanted to raise so they would 'match'. Pt stated they 'went too high' on the right side but their concern is with the left leg. Pt noted sitting down puts pressure on the wires in their back. Pt set left side to 4.9 and right to 2.9. Agent had pt close all apps and enter into mystim - pt entered into therapy app without issue. During the call, pt mentioned they have fiber myalgia, fusions in their neck, and was rear ended twice. Pt stated the implant has been a blessing and the stim is working properly in their toes now. Agent reviewed best practices for external equipment and charging communicator. The pt also stated they wished they could just have the mystim app on their own phone- they do not like having to carry another phone. The troubleshooting steps taken on the call resolve the issue. Additional information was received, it was reported the wires were disconnected and they received a new stimulator. The circumstances that led to sitting down putting pressure on the wires was not charging proper. Wires had come off of the spine. A new stimulation was put in and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.